Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and failed due to receiver won't turn on. A receiver boot test was performed and failed due to receiver won't turn on. Functional tests were not performed due to receiver won't turn on. An internal visual inspection was performed and failed due to water damage. The log was not downloaded for review due to receiver won't turn on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).